Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to complete pairing with the ilet after receiving a connect cgm or enter bg alert, despite guidance to toggle sensor settings and wait for pairing; a pairing code was entered and replacement of the sensor through dexcom was advised if pairing did not occur. Symptoms included hyperglycemia with a blood glucose of 186 mg/dl. Outcomes included transient elevated glucose for approximately 30 minutes without medical intervention, ketone testing, or use of backup therapy, and no immediate adverse health effects. Investigation included user-led troubleshooting and education regarding cgm pairing and observation for successful connection. Investigation of this case revealed a cgm communication or pairing failure between the dexcom g7 sensor and the ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the pairing failure to a specific device or component.